Event description:
Dr. Reported that radiesse he injected into a patient may have migrated to the lower area of the upper lip. He said radiesse was superficially injected in the vertical lines above the upper lip in 05. Dr said the material is not visible when the lips are relaxed. It is visible when the patient smiles. The patient was injected with hyaluronic acid by another doctor who was not named. In 05 dr. Reported that this patient will have surgery to remove the material in her upper lip.